Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and observed that, when received, the unit's internal battery was completely depleted and required charging. Physio plugged in the device to charge and then once complete, continued testing the device. Physio was unable to duplicate the power off issue and found that the device powered on, charged and provided defibrillation shocks when prompted. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when testing their device he observed that it powered off by itself when attempting to charge past 10 joules. There was no patient use associated with the reported event.